Event description:
During a ptca treatment procedure, the quantum maverick monorail balloon ruptured at 16 atms. (The number of inflations performed is unknown.) The lesion being treated was an in-stent restenosis of another manufacturer's stent. The patient was asymptomatic during this event. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No additonal information is available. No patient injuries or complications were reported. Patient status is reported as 'good'.